Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the procedure x-ray was performed and the physician identified externalized conductors on the rv lead. Noise was also noted on the chronic leads. The leads were explanted and replaced. The leads were confiscated by the hospital. The patient condition is stable.